Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the provided photographs identified signs of repeated use with scratches and nicks. Additionally the unit is fractured. The device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. The complaint is confirmed via provided photographs. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis as it was discarded; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that the impactor tip broke when impacting the trial femur in the patient. All pieces were retrieved. There was no surgical delay. There was no consequences or impact to the patient.